Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave a manual injection.

Manufacturer narrative:
Remove from unique identifier (UDI) # (B)(4). Added lot number, expiration date and manufacture date that was reported after initial report. Expiration date = 11/20/2022. Lot no = l73048. Unique identifier (UDI) # (B)(4). Device mfg date = 5/20/2021.